Manufacturer narrative:
Additional analysis was performed and contamination in the pulse generator header was confirmed. It was observed that no holes were noted in the seal plugs. The seal plugs were inspected and noted that the seal plugs were adequately adhered to the pulse generator header. There was body fluid in both lead barrels and in and around all terminal blocks.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared end of life (eol) earlier than previously estimated.

Event description:
Boston scientific received information that this implantable pacemaker reached end of life (eol) earlier than expected. It was observed that the device has still a year remaining longevity with a magnet rate of 100 pulses per minute (ppm) during last device check but tripped eol after few months. Additional information obtained from the field indicated that the patient was scheduled for a change out. The patient was also observed to be in atrial flutter with irregular conduction. This device was explanted. No additional adverse patient effects were reported.